Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. However,there was no anchor and suture was broken as reported. This complaint can be confirmed. However, the damage observed on the inserter shaft is consistent with applying excessive force while inserting the anchor beyond its intended use causing it suture to snap. The root cause for the reported failure can be attributed to user technique error. However,the definitive root cause cannot be determined. A manufacturing record evaluation was performed for the finished device 3927358 number, and no non-conformance's were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable.

Event description:
It was reported by the sales rep via phone that during a scaphoid ligament reconstruction, the suture was broken during the insertion of the anchor and suture. The anchor was removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.